Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("10 years´ history of pelvic pain which has gotten progressively worse over the past year") in a female patient who had essure inserted (lot no. C55830) for female sterilisation. The patient had a medical history of pelvic pain in 2007 and parity 2 (youngest is 3), gravida ii, mental retardation, cytogenetic abnormality, thyroid disorder, ovarian cancer, colon cancer, breast cancer, hypertension, diabetes, influenza immunisation, genital herpes simplex, polycystic ovaries and endometriosis (based on symptoms). Last menstrual period before essure implantation was on (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. In 2016 she experienced pelvic pain (seriousness criterion intervention required). Essure was removed on (B)(6) 2017. The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered pelvic pain to be related to essure administration. The reporter commented: the essure insertion and removal were without complication. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 26.212 kg/sqm. [Hysterosalpingogram] on (B)(6) 2016: diagnoses: sterilization [pathology test] on (B)(6) 2017: surgical pathology report clinical history: desire for sterilization final pathologic diagnosis. A. Right fallopian tube with essure coil, salpingectomy: fallopian tube with no significant pathologic changes. Essure coil present. B. Left fallopian tube with essure coil, salpingectomy: fallopian tube with no significant pathologic changes. Para tubal cyst. Essure coil present clinical history: desire for sterilization gross description: a. Right fallopian tube with essure coil" received in formalin is a 7.2 cm long and 0.5 cm in diameter unremarkable segment of fallopian tube with fimbria attached. There is a metallic essure coil measuring 1.6 cm in length and 0.2 cm in greatest diameter. Another metallic essure coil is removed from the fallopian tube measuring 12 cm in length and 0.2 cm in greatest diameter. Left fallopian tube with essure coil is a 7.7 cm long and 0.5 cm in diameter unremarkable segment of fallopian tube with fimbria attached. There is a 0.7 x 0.6 x 0.4 cm tan translucent paratubal cyst. There 2 metallic essure coils measuring 1.4 cm in length and less than 0.1 cm in diameter, and 2.2 cm in length and 0.2 cm in diameter. Another metallic essure coil is removed from the fallopian tube measuring 6.5 cm in length and 0.2 cm in diameter [pregnancy test urine] on (B)(6) 2015: negative; on (B)(6) 2017: negative. The most recent follow-up information incorporated above includes data received on: 10-nov-2023: medical records received: new reporter added, medical history and lab data, lot number was provided. Event medical device removal was replaced by 10 years´ history of pelvic pain which has gotten progressively worse over the past year. Essure insertion and removal were without complication. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 34 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6), 2018, the patient had essure inserted. On (B)(6), 2019, 215 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6), 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("10 years´ history of pelvic pain which has gotten progressively worse over the past year") in a female patient who had essure inserted (lot no. C55830) for female sterilisation. The patient had a medical history of pelvic pain in 2007 and parity 2 (youngest is 3), gravida ii, mental retardation, cytogenetic abnormality, thyroid disorder, ovarian cancer, colon cancer, breast cancer, hypertension, diabetes, influenza immunisation, genital herpes simplex, polycystic ovaries and endometriosis (based on symptoms). Last menstrual period before essure implantation was on 04-dec-2015. On 10-dec-2015, the patient had essure inserted. In 2016 she experienced pelvic pain (seriousness criterion intervention required). Essure was removed on 15-dec-2017. The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered pelvic pain to be related to essure administration. The reporter commented: the essure insertion and removal were without complication. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 26.212 kg/sqm. [Hysterosalpingogram] on 01-aug-2016: diagnoses: sterilization [pathology test] on 15-dec-2017: surgical pathology report clinical history: desire for sterilization final pathologic diagnosis a. Right fallopian tube with essure coil, salpingectomy: - fallopian tube with no significant pathologic changes. - essure coil present. B. Left fallopian tube with essure coil, salpingectomy· - fallopian tube with no significant pathologic changes. - para tubal cyst. - essure coil present clinical history: desire for sterilization gross description: a. Right fallopian tube with essure coil" received in formalin is a 7.2 cm long and 0.5 cm in diameter unremarkable segment of fallopian tube with fimbria attached. There is a metallic essure coil measuring 1.6 cm in length and 0.2 cm in greatest diameter. Another metallic essure coil is removed from the fallopian tube measuring 12 cm in length and 0.2 cm in greatest diameter. Left fallopian tube with essure coil is a 7.7 cm long and 0.5 cm in diameter unremarkable segment of fallopian tube with fimbria attached. There is a 0.7 x 0.6 x 0.4 cm tan translucent paratubal cyst. There 2 metallic essure coils measuring 1.4 cm in length and less than 0.1 cm in diameter, and 2.2 cm in length and 0.2 cm in diameter. Another metallic essure coil is removed from the fallopian tube measuring 6.5 cm in length and 0.2 cm in diameter [pregnancy test urine] on 10-dec-2015: negative; on 14-nov-2017: negative lot number: c55830 manufacture date: 2014-05 expiration date: 2017-05. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 28-jan-2024: updated quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 34 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2018, the patient had essure inserted. On (B)(6) 2019, 215 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.